Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported on behalf of a surgeon that a corneal wound burn occurred at the very beginning of phacoemulsification of a 2+ nuclear sclerotic (ns) soft cataract lens, at 2.66 cumulative dissipated energy (cde). The surgeon found that the phacoemulsification tip was occluded and not properly cleared or flushed. It was unclear whether the occlusion bell was ringing at the time of the burn. Later on, it was found that wound was not watertight and leakage was happening. To treat wound leakage sutures were placed. The injury led to post operative astigmatism, which surgeon hoping to improve after sutures removal. Once the phacoemulsification tip was cleared, the surgery proceeded without further complications. The patient¿s current condition is pending wound healing, following which suture removal is planned. This report pertains to phacoemulsification tip.